Event description:
Reported by patient as: "band slippage, esophageal dilatation, vomiting and pain." Follow up with the patient reveals: "I had a hiatal hernia, the doctor repaired. Then he sewed the band in lower, it was up too high, and he re-attached the port. There is nothing to be sent back, he did not take the band or the port back."

Manufacturer narrative:
Medwatch sent to FDA on: 08/26/2008. The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage, pain, vomiting and hernia are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of esophageal dilatation as follows: esophageal distension or dilatation has been reported infrequently. This is most likely a consequence or incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilatation. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."